Event description:
During a colon resection, it was reported the instrument only stapled on one side of bowel. No other information was reported. Rep stated the case was completed with the same instrument. There was no consequence to the patient.

Manufacturer narrative:
Device returned with no lot ID. Damaged cartridged due to improper loading.